Manufacturer narrative:
On (B)(4) 2011, a bci field service engineer (fse) visited the customer. The customer dried the fluid and no leak was detected. Fse indicated the liquid was a probable spill rather than a leak.

Event description:
A customer contacted beckman coulter inc. (Bci) to report calcium calibration set points failing. While troubleshooting the issue with customer technical support the costumer noted a leak under the instrument. No operator exposure was noted.